Event description:
Tampons stuck- vagina [foreign body in reproductive tract]. Tampon string comes off [device breakage]. Tampon string comes off. Tampon doesn't come out [complication of device removal] case narrative: consumer reported via e-mail that the string came off the tampon. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.